Event description:
This patient underwent a right shoulder replacement procedure. Postoperatively, the patient developed instability. A revision surgery was subsequently performed, during which the modular components were upsized. The patient was last known to be in stable condition following the event. No further information is available.

Manufacturer narrative:
D10: 300-01-14 - equinoxe humeral stem primary press fit 14mm: (B)(6), 320-06-42 - glenosphere 42mm: (B)(6), 320-15-04 - rs glenoid plate r post aug, 8 deg, right: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm: (B)(6), 322-10-05 - humeral adapter tray, +5: (B)(6), 322-42-00 - 145-deg pe 42mm hum liner +0: (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile: (B)(6), 531-78-20 - shouldr gps hex pins kit: (B)(6), (B)(6) - gps implant kit v2: 01022825113. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.